Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing found the downstream occlusion sensor to be faulty. The downstream occlusion sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the cassette was not attached properly and issue with prime lines, error message check for empty tubing or reservoir, pump had been stopped. There was unknown patient involvement, and unknown patient harm/adverse event reported.